Event description:
When the device was used during a hemorrhoid procedure, the instrument fired the clips, but did not cut because the knife did not work. The procedure was converted to open, and the time extended by 60 minutes. There was no additional pt consequence.